Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The video pins were bent and causing no image to appear. The video connector will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the video pins on his olympus visera elite video system center were bent. According to the initial reporter, they were able to make the connection despite the bent pins, but no image was present. Additional details relating to the patient and the event have been requested, but are unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed bent pins and no image was displayed due to a faulty cable connector. The specific root cause of the faulty cable connector (bent pins) could not be determined at this time. Olympus will continue to monitor field performance for this device.